Event description:
The argon laser was being used on the patient on and off during the procedure. Inadvertently, the alarm had been set to low. When the device was not in use it was set aside. The surgeon did not realize that she was depressing the foot pedal and operating the laser which burned the patient's leg. There is no holster for this device so the laser easily burned through the drapes and then the patient.====================== health professional's impression======================this was essentially operator error, however clinicians feel that if there was a holster that it may have stopped the laser from burning the patient. Or if there was some warning that the alarm was lowered.